Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the day of implant, after the procedure, the right ventricular (rv) lead became dislodged and moved into the outflow track twice with the helix out. The lead was explanted and replaced. No patient complications have been reported as a result of this event.